Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that on (B)(6) 2016 a replacement procedure was performed, with no issue related to the patient's condition following the procedure. However, at the end of (B)(6) 2017 the patient's condition was not good. Furthermore, during a visit on (B)(6) 2017, the patient visited the hospital in which it was found that impedances using combination c were low at the outpatient. The interrogation results were as follows: c <(>&<)> 0, c <(>&<)> 1, c <(>&<)> 2, c <(>&<)> 3 = 9 ohms, with all other impedances within range. The device was interrogated again on (B)(6) which again showed low impedances on the c contact and as follows: c <(>&<)> 0 = 0 16 ohms, c <(>&<)> 1 = 15, c <(>&<)> 2 = 15, c <(>&<)> 3 = 16, with all other impedances within range. As a result the device was reprogrammed to bipolar, with the patient placed under observation and the issue unresolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that on sep-20 the hcp switched from using the case as an active electrode to using a bipolar setting on 1,2, and 3. It was further noted that between (B)(6) and (B)(6) the resistances became normal again. The impedance checks were as follows: c-0-9 = 1347, c-1-9 = 958, c-2-9 = 087, c-3-9 = 1382. The hcp still thinks the issue is serious because treatment for the patient is unstable, but they will not yet remove the implant. No further complications are anticipated.